Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, during preparation for an unidentified biopsy procedure. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. The device has not been received for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints of this failure mode to date on this lot number. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."